Event description:
In (B)(6) 2014 dr (B)(6) with (B)(6)., in (B)(6) placed a porcine biological mesh made by lifecell in my abdomen for an umbilical hernia. He sold it to me that my body absorb it in 6 months and that I would be active again in 3-4 weeks. My body rejected it and I was in major pain and kept coming back and he never believed me or helped me. Instead he lied and kept telling me this never happens. The rejection turned into intractable nerve pain from my feet all the way to my hips. I have lived with the pain everyday and seen many drs of several disciplines and nothing has been able to ease the daily extreme pain. It is life changing. I was finally able to have what was supposed to be a "revision" surgery in (B)(6) 2019 here in (B)(6) and it turned into a "removal surgery" as well to everyone's surprise but not mine. Remember dr (B)(6) said it would be absorbed in six months, when dr (B)(6) opened me up there was a large piece of mesh as well as sutures on the left side of my abdomen and my body had been attacking it for years. Dr (B)(6) removed it and realigned my wall and muscles and sowed me up without a new mesh. I have had major recurrence due to the damage the previous mesh caused to my abdominal wall so I will require another surgery. Bottom line, dr (B)(6) misrepresented the quality of the mesh, didn't check to see if my body type would accept the mesh and what type of procedure would be best to implant it based on my medical history. Every dr I have seen since has said they never would have used that mesh. The mesh did not work as advertised and it has changed my life forever. Intractable nerve pain caused by lifecell strattice porcine mesh placed in me by dr (B)(6). FDA safety report ID# (B)(4).